Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report an issue on the device but provided insufficient information on the issue. There was no reported patient involvement.

Event description:
It was reported that the nurse don¿t know how to use the device, she thinks that the red light on the handle is not normal, in fact the handle was not touch each other at the moment. There was no reported patient involvement.